Event description:
Information received from the patient via the manufacturer's representative reported that they experienced random shocking "feelings" when their implantable neurostimulator (ins) was off. The patient did not report any falls since the device had been implanted. An impedance check was normal. As an intervention to resolve the issue, the representative reprogrammed the ins using a different electrode configuration. No surgical interventions had occurred or were planned for the issue. The issue was reported as resolved and the patient status at the time of report was noted as "alive - no injury". The indications for use for the implanted device were noted radiculopathy and spinal pain. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.